Event description:
Agent ide study. It was reported that angina, and restenosis occurred. In (B)(6) 2020, a 2.50 x 24mm synergy drug eluting stent was implanted to treat a target lesion in the proximal left circumflex artery (lcx). On (B)(6) 2021, the subject presented with stable angina and was referred for the agent ide study. Angiography revealed 90% severe stenosis in the proximal lcx. Following pre-dilation with a 3.50 x 12 non compliant balloon, the stenosis was evaluated using intravascular ultrasound which revealed the 2.50 x 24mm synergy stent was undersized. The 3.50 x 12mm target lesion was successfully treated with a 3.50 x 20mm agent dcb resulting in 10% residual stenosis and timi 3 flow. Final angiography revealed no evidence of stenosis or dissection. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
D6a implant date: (B)(6) 2020.